Event description:
It was reported that the user operated the ilet in bg run mode for three days while awaiting new dexcom g6 sensors, after which the bg run timer did not reset and the device stopped insulin dosing as designed; the user did not comprehend that dosing would cease when bg run expired and did not have backup therapy. Symptoms included hyperglycemia with a reported peak of 381 mg/dl and approximately four hours above range, without ketone testing, medical intervention, or acute clinical effects. Outcomes included temporary interruption of automated insulin delivery and user education on transitioning to backup therapy and obtaining replacement sensors. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed the device entered bg run expiration and suspended dosing per specification in the absence of a connected sensor, with runtime warnings communicated. It was concluded that the device functioned as designed and that the event was attributable to operation in bg run mode without sensor availability and lack of backup therapy.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.